Event description:
It was reported that the patient was admitted to the hospital for exacerbation of complete heart failure (chf). The device was checked, and it was discovered the patient had experienced ventricular tachycardia (vt) and this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy, which accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered one electric shock, which successfully converted the arrhythmia. The patient recalls losing consciousness and falling over but did not realize the device had delivered therapy. The patient did not seek medical treatment at this stage. It was also noted the left ventricular (lv) lead pacing impedance was high out-of-range at greater than 2,000 ohms. The trends show the high impedance to have occurred around the same time as the shock was delivered. There was also a loss of capture (loc) observed on the lv and threshold measurements have increased to 3.0v (volts) at2.0ms (milliseconds). There was no noise observed on the lv channel, even during isometric movements or pocket manipulation. The physician elected to reprogram the lv output for now and will continue to monitor the patient due to the patient's chf. The device and lv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the hospital for exacerbation of complete heart failure (chf). The device was checked, and it was discovered the patient had experienced ventricular tachycardia (vt) and this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy, which accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered one electric shock, which successfully converted the arrhythmia. The patient recalls losing consciousness and falling over but did not realize the device had delivered therapy. The patient did not seek medical treatment at this stage. It was also noted the left ventricular (lv) lead pacing impedance was high out-of-range at greater than 2,000 ohms. The trends show the high impedance to have occurred around the same time as the shock was delivered. There was also a loss of capture (loc) observed on the lv and threshold measurements have increased to 3.0v (volts) at2.0ms (milliseconds). There was no noise observed on the lv channel, even during isometric movements or pocket manipulation. The physician elected to reprogram the lv output for now and will continue to monitor the patient due to the patient's chf. The device and lv lead remain in service. No additional adverse patient effects were reported. Additional information received the current lv pacing impedance measurement is still out-of-range at 2,134 ohms. It was noted the measurement has increased over the past month from 864 to 2,286 ohms. The device and lv lead remain in service. No additional adverse patient effects were reported. Additional information received from technical services (ts) provided troubleshooting and programming recommendations. At this time the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.